Event description:
The customer called to report that she experienced low blood glucose levels about five times and was hospitalized once for low blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. The customer felt that the issues she experienced were due to the infusion sets she was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.